Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 121 mg/dl. Reportedly, a cartridge change was performed to resolve the issue.